Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient this 980 ventilator alarmed and could not be silenced. Review of the ventilator logsshows evidence that the ventilator entered into back up ventilation (buv) at the time of the event. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue of unit entering buv in logs but could not duplicate it. Based on the background diagnostic code in the logs, sp replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the eva. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient this 980 ventilator alarmed and could not be silenced. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Review of the ventilator logs shows evidence that the ventilator entered into back up ventilation (buv) at the time of the event.